Manufacturer narrative:
Manufacturing date was unavailable at the time of filing. The device has been returned but analysis was no yet completed at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the spine clamp was stuck on the spinal process and had to be pried off to remove. The washer separated, which caused the clamp to not open. There was no reported impact to patient outcome and a reported delay of less than 1 hour.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The clamp was found to be missing the retention ring. If information is provided in the future, a supplemental report will be issued.